Event description:
A physician reported that her pt began experiencing pain during the placement of an essure micro-insert and continued following the procedure. The physician prescribed an antibiotic and 800mg motrin, however, pt's pain persisted. Physician performed a hysteroscopy on pt and removed the essure micro-insert. The patient's pain immediately resolved and pt is doing well. The doctor believes the pt's pain was directly related to the essure micro-insert.

Manufacturer narrative:
Analysis of returned device: failure mode summary; a physical examination was performed on returned product: on essure delivery system without micro-insert. The product was assessed for damage and other deformation that would indicate non-conformance to specification and/or a functional problem. The alleged failure mode, deployment button difficulty, could not be confirmed for this incident. However, we did conclude that the physician encountered detachment difficulty based on the incident description: physician pulled on delivery system and was eventually was able to get the micro-insert to release from the delivery wire. The following physical findings supported the conclusion that detachment difficulty may have occurred: shearing of the inner catheter at distal end. Wound coils for inner catheter damaged (stretched) and exposed. Hypo-tube moved proximally, but solder bead enhancement minimized movement to less than 6mm. Although damage was observed to the device, there was no conclusive evidence that the physician encountered deployment button difficulty; detachment difficulty appears to be the failure mode. The physical damage which occurred to the distal end of the inner catheter could be directly related to the actions the physician took in attempting to detach the micro-insert from delivery wire.